Event description:
A talent thoracic stent graft system was implanted in a marfan's syndrome patient for the endovascular treatment of a dissected aorta, which extended 2 cm distally from the left subclavian artery down to the right iliac artery. There was a 90 degree turn from the patient's transverse aortic arch to the descending aortic arch; however, there was no calcification or thrombus. It was reported that during the procedure, the physician intended to implant the talent thoracic graft at the left subclavian artery, but due to the severe 90 degree angulation, and the physician also pulling the device too far backward, the talent device slipped downward. The physician elected to implant another manufacturer's proximal stent graft device, where the talent device had slipped. As a result, the dissection was successfully covered from the left subclavian artery to 3 cm above the celiac artery. After the procedure, there was no blood flow to the false lumen of the dissection, so the physician elected to leave the rest of the dissection untreated. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results: severe 90 degree angulation of the thoracic aorta, stent graft was pulled too far backward by the user, treatment of a dissection. Evaluation: conclusion: severe 90 degree angulation of the thoracic aorta, stent graft was pulled too far backward by the user. Intervention required.